Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that they had in introducer that did not break apart properly. They tried to pull the PICC though the section that did not break apart properly but it wouldn¿t go easily and they didn¿t want to cause any micro tears in the PICC so they had to do a PICC exchange. A PICC exchange was performed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty peeling a micro introducer sheath is confirmed and was determined to be related to manufacturing. One 5 fr d/l powerpicc solo and one 5.0 fr micro introducer was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned products. The micro introducer was returned without its plastic dilator. The micro introducer was returned split longitudinally halfway down the shaft of the gray sheath. The side with the bard was observed to have a ring of the red tab that did not tear as intended. A microscopic observation revealed a red ring attached to one tab of the peeled sheath. Some plastic deformation was observed throughout the red, plastic pull tabs. Because a plastic ring was observed to be left on one side of the plastic pull tab causing difficulty removing the device from the catheter, the complaint of difficulty removing the micro introducer is confirmed. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they had in introducer that did not break apart properly. They tried to pull the PICC though the section that did not break apart properly but it wouldn't go easily and they didn't want to cause any micro tears in the PICC so they had to do a PICC exchange. A PICC exchange was performed.